Event description:
It was reported that the patient underwent laparoscopic roux-en-y and paraesophageal hernia repair on an unknown date and absorbable straps were used to secure the mesh. On (B)(6) 2014, approximately eight hours post-operatively, the patient died. The cause of death is unknown at this time. Additional information has been requested.

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.